Event description:
Pt was revised to address a fracture of her femoral bone. Report states, it was due to early mobilization.

Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 366 mg/dl, 203 mg/dl, and 123 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.